Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and appeared to have micro-dislodged. A lead revision was performed and a new ra lead was implanted. The ra lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.